Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The directlink icp module was not returned for evaluation (is not available for return as per customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00280. A facility reported that the icp measuring was "failing". The cerelink sensor (ID: 826851) came loose from directlink module (ID: 826828). The fault was reported after disconnecting the sensor module to go to CT: reconnection did not give the correct value despite following the steps. Normally, medical staff should be able to make connection again with the patient monitor but, even after several attempts, this unit did not work (orange button remains led). Therefore the sensor was explanted and replaced. Reason for patient monitoring: "excessive pressure requiring removal of skull flap, remaining comatose."